Event description:
Thyroid cancer (thyroid cancer). Push button is lock (device failure) (hyperglycaemia). Case description: medical device info: class iia. This spontaneous case from another country was reported by a consumer as "device failure" "hyperglycaemia" and "thyroid cancer". It concerns a female pt treated with levemir flexpen (insulin detemir) and novofine g31 needle (start/stop dates unk) for device therapy. Since 2007, the flexpen's push button was locked. The pt was hospitalized for 8 days due to hyperglycaemia. After this the pt was submitted to surgery due tot a thyroid cancer. The pt re-uses the needle and leaves it mounted on the flex pen. The outcome was not reported. Reporter's causality for both events: possible novo nordisk's causality for both events: reportable. Analysis results: product: levemir flexpen- 100 ui/ml- 3ml, lot no: sp50802. Drug conclusion: cartridge/preparation: the returned product was examined visually. Furthermore, the parameters identify, assay, degradation, and insulin as part related impurities were examined. The product was found to be normal. The results were found to comply with specifications. An examination of a reference sample showed nothing abnormal. Device conclusion: pen parts/mechanism: visual and functional examinations were performed. During the test of the device, it has not been possible to detect any irregularities. The dose accuracy was measured by weighing. The result was within acceptable limits. Product: novofine g31. Lot no: na. Needle conclusion: microscopical examinations performed. Needles tested for flow with measure threads. A needle, which has been used for injection by the user, was blocked upon receipt of the complaint in nnas. Most likely this fault occurred during use of the needle. Comment: company comment: diabetes has long been associated with adenocarcinoma of the pancreas [1]. It is stated in the complaint description that the pt was submitted to surgery due to thyroid cancer and therefore, couldn't report the events. It is therefore, doubtful whether this event actually was meant to be a part of the reported events. Moreover, it is not reported when the levemir treatment started and when the thyroid cancer was diagnosed, hence it's possible that the cancer preceded the levemir treatment. Pickup jc, williams g. Textbook of diabetes. Blackwell publishing. 2003; 3:28.11. Please note info received 02-apr-2008 identified suspect needle as novofine 31g, requiring submission as a medical device report for this product.